Event description:
Device malfunction: stent movement. Time of malfunction: during stent deployment. Symptoms/ae: second stent required. It was reported that during a right internal carotid artery stenting procedure, the rx acculink moved forward during deployment. A second rx acculink was deployed overlapping the first stent. There was no other patient sequela reported. Though requested, additional information has not been provided.

Manufacturer narrative:
The stent remains in the patient and the stent delivery system was not returned to abbott for evaluation. The event appears to be related to the circumstances of the case and patient anatomical characteristics. Reportedly, the lesion was heavily calcified and 80% stenosed. It is possible that the event is related to operational context of the device. A review of the device history record for this lot did not reveal any findings relevant to this report.